Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-sep-2019 the following findings: during investigation, there were multiple replace battery alarms in the alarm history. The original complaint was unable to be investigated due to unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.